Event description:
It was reported that there was a persistent cerebrospinal fluid (csf) leak near a recent catheter implant and the catheter was revised. The reporter stated that there was "nothing wrong with her system". The reporter also stated that "the patient had a complicated medical history and was a slow healer so the ligament at the entry point was taking a long time to heal/close". The reporter believed the physician "did another purse string". The medication used in the pump was unknown. No patient symptoms were reported. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8709sc lot#, serial# (B)(4), implanted: explanted: product type catheter, product ID, 8591-38 lot# d17522, serial#, implanted: 2012 (B)(6), explanted: product type accessory product ID, 8590-9 lot# n327401 serial#, implanted: 2012 (B)(6), explanted: product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).